Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device is difficult to power on. When the device powers on, the display was garbled. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on with lab stock batteries and take measurements without unexpected shutdown. During internal inspection it was identified that the rear side of the lcd is cracked which may have resulted in the "display garbling" but this failure was not duplicated during evaluation. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.